Event description:
It was reported that the lead dislodged. It was discovered when the right atrial lead exhibited under sensed p waves. The lead was repositioned successfully. The patient was in stable condition.